Event description:
The customer stated that she dropped the insulin pump, and the end cap popped off, exposing the electronics. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a broken off end cap.